Event description:
The contact stated that her mother's meter was not reading correctly. The customer's blood glucose was tested using her contour meter and the reading was 128 mg/dl. The customer retested within a few minutes and received a reading of 500 mg/dl. The customer's daughter then treated her with insulin and her blood glucose dropped to 53 mg/dl. The contact alleged that her mother became ill as a result of taking too much insulin. The customer refused to get medical attention. Her daughter was able to feed her in order to bring up her blood glucose level. The customer did not have any control solution, so it was not possible to troubleshoot the meter. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.